Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was a physically damaged j100 component on the bedside board. The root cause for the damaged j100 was unable to be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a battery charger and reported that the charger was unable to power on.